Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had a damaged lung. There was no medical intervention mentioned. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer's product investigation laboratory observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower, blower box, blower outlet seal, p4 power connector. Unknown dark contaminants were found on the inside of the top and bottom enclosures and inside the ui panel. A contaminate consistent with keratin was observed on the blower box.   The manufacturer concludes that the device has contamination. There was no evidence of sound abatement foam degradation.